Event description:
Two years ago the pt underwent cataract surgery with implantation of the crystalens in both eyes. The pt now reports experiencing halos in both eyes (right eye is worse than left eye). The pt reports being unable to drive at night due to the glare. In addition to glare, the pt reports excessive tearing at night and discharge from the eyes upon waking. This event is being reported due to unknown cause. The pt has not granted eyeonics permission to contact her physician, so we are unable to obtain further info at this time.